Event description:
The customer reported that while infusing lipids, the extension set leaked at ports where red caps have been placed. No patient harm or medical intervention was reported. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.